Event description:
Event: superior release wire breaks. Case detail: it was reported that when retracting the superior pullring the release wire snapped. The device was not deployed and was removed from the patient within the sheath. A second device was successfully implanted.